Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1avr1 / expiration date: 28-nov-2021 / serial#: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 08-jul-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain and shortness of breath approximately two days post implant of the leadless implantable pulse generator (ipg). Diagnostic testing was performed and possible acute diastolic right sided heart failure and bilateral pleural effusions were noted. Medications were administered. The ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.